Event description:
Information was received indicating that a smiths medical medfusion pump exhibited forced sensor error. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation results: one medfusion pump was returned for investigation in good condition. A review of the event history log showed evidence of the force sense test error reported by the customer. Functional testing was then performed on the pump. The force sensor test error was found at power up. All of the reading of the force sensor were outside of specification. The investigator was unable to determine why this error occurred. The force sensor, plunge cable, and plunger board were carefully inspected and no physical or any other damage was found on these components. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned components were replaced. The pump also underwent preventative maintenance. The pump subsequently passed all the functional tests.